Event description:
It was reported that prior to a dorsal spine procedure, that the device would not connect with the handpiece. No further information is available. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the blade was received with the pin not returned. The device was returned with the blade scratched and cracked. The blade was noted to be scratched at the pin hole. This damage is consistent with an attempt to remove the blade from the hp when the pin is out of position or bent. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.